Manufacturer narrative:
Investigation results relayed to the sales rep via email. Without the opportunity to examine the complaint product, root cause cannot be determined. Review of device history records found units released for distribution with no deviation or anomaly. Review of complaint history found no additional issues reported for this lot. Review of complaint history found no additional issues reported for item: 912075 lot: 176610 combination. Device not returned; inconclusive-root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the surgeon opened lot 176610 and there was no guide in the box for a procedure on (B)(6) 2014. Another guide was used to complete the procedure (pn: 912075 ln: 268720) another juggerknot short anchor was needed so they used it from pn: 912075 ln: 176610. No further information has been provided.